Event description:
It was reported that during the inspection of the device, it was found that the joint of the light head was loose and easily detachable. Neither patient nor user health consequences were reported.

Manufacturer narrative:
The affected parts were examined onsite by dräger service and related information including a picture of the faulty component were made available. Replaced parts were not returned and therefore not available for further investigation at the manufacturer¿s site. The investigation was based on the assessment of all related information as provided. Furthermore, the supplier of the affected cardanic was involved in the investigation. As result of the investigation, a production failure at the supplier¿s site regarding the cardanic was identified to be the root cause of the event (human error, failure to follow the instructions). The retaining ring was either not fitted correctly in the groove or was fitted only on one side. In the current event, the affected system has been repaired. Furthermore, all polaris 100/200 systems installed at the customer¿s site were checked without deviation; no further faulty cardanic were found showing the reported fault pattern. Checks of the total stock material and the assessment of worldwide requests for repair cardanics (including the reason for the request) have shown that there is no systematic error. The installation instructions of the supplier of the cardanic were considered appropriate ¿ however, to improve the readability and to avoid misunderstanding, pictures and measurement specifications were added to show the difference between a correct and incorrect fit of the retaining ring. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during the inspection of the device, it was found that the joint of the light head was loose and easily detachable. Neither patient nor user health consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.